Event description:
During evaluation of a returned spectrum pump, the device had improper shutdown. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and the device had an "improper shutdown". Review of the event history log confirmed "improper shutdown!" Messages on reported event date. Multiple battery low messages were experienced prior to the shutdown messages. An ¿improper shutdown!¿ message occurs at power up following power loss to the pump. The history log cannot be used to determine how power became disconnected. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was the damaged standard battery. No device correction was required. Should additional relevant information become available, a supplemental report will be submitted.